Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03979. It was reported the pt's scs ipg's were explanted due to the pt experiencing recharge issues as well as shocking sensations.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03979 & 1627487-2015-03351, additional historical information from the medical chart review identified the following new information: on (B)(6) 2011 patient experienced pain at the scs ipg pocket site due to the location of the ipg and the patient being very thin. Additionally, on (B)(6) 2012 patient experienced a fall, stimulation loss and impedance issues. Reprogramming was attempted to no avail. Moreover, on (B)(6) 2012 the patient's scs system was explanted to explore alternative treatment for migraines. It was noted by the physician during the surgery the patient's lead had migrated. Additionally, a lead fracture was noted. Also, the medical chart review indicates the patient underwent revision of her scs ipg on (B)(6) 2012; however, the original scs ipg was documented as remaining implanted nor is there an additional scs ipg listed in the manufacturer's records. Therefore, the explant date for device 1 is being corrected (in accordance with the explant date mentioned in the narrative above) and the implant/explant date for device 2 (null) is being removed. Additional information is needed to clarify the nature of the patient's issues. The patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.